Event description:
The patient received the scs system on (B)(6) 2011. It was reported that after the implant, the patient was falling more often than usual. It was also reported that the patient was not using the walker as recommended. A follow-up communication noted that the patient was weak upon leaving the hospital and had regained his strength and had improved. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.